Event description:
It was reported that the patient had adaptivestim set up the day prior and was unable to change the rate. The patient had tried turning off the adaptivestim but the rate function was not visible. It was clarified that the patient would not have access to this feature with adaptivestim, it would only be an option if the patient had another group that did not have adaptivestim. The patient was to have another appointment in a couple of weeks. The patient wanted to adjust the rate to a thumpier feel when she had pain in the car. The patient had a rough patch the night prior due to a car ride and moving. The patient was able to turn stimulation up and it helped. The patient planned to experiment with the adaptivestim until her appointment. It was reported that the stimulation ¿sort of takes off (increases too much) when the patient was mobile. It was noted that the patient had tried to turn the stimulation down and have the implantable neurostimulator (ins) ¿learn¿ that setting but had been thus far unable to. Additional information received reported that the patient received assistance from their doctor or manufacturer representative on (B)(6) 2013 and their concerns were resolved. It was noted that the patient still had concerns with their device or therapy but had not sought further help ¿ the patient still did not have their permanent device card.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).